Event description:
The customer reported that the plastic tray that contains this sterile tubing set was found with bends and cracks, compromising the product's sterility. This damage was noticed when removed from the storage shelf at the facility and had no patient involvement.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: the product was received and the evaluation confirmed the reported problem. A stock audit was performed and a corrective action has been initiated. A temporary change has been made to the packaging.